Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose value difference which was not within range, unexpected suspend (low sensor glucose), sensor updating/value not available alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for suspend on low and sensor glucose and blood glucose value and noticed that the insulin delivery was suspended due to sensor glucose and blood glucose difference. Blood glucose value from reported event was 141 mg/dl. Low limit in the sensor settings was 90.00 mg/dl. Sensor glucose and blood glucose difference was 48 mg/dl. Delivery was suspended based on the sg value. The sensor glucose value that triggered the suspend on low/suspend before low event is 93.00 mg/dl. Explained suspend event is triggered by the sensor glucose being below the preset amount. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for sensor alert and advised customer to decide to replace sensor if issue recurs. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.